Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, upon plunger withdrawal, only the white suture link was attached to the needle. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.